Event description:
The customer called for help with his contour system. He alleged that he performed control tests prior to the call and received a result higher than 200 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The customer had to end the call to go to work, so he declined the offer to troubleshoot. No product will be returned at this time.